Event description:
During the mitraclip procedure an atrial separation occurred with the pericardial effusion increasing slightly. After placement of the mitraclip, the non-abbott catheter (swan ganz) was pulled out to the right atrium. An echocardiogram was performed which revealed an atrial separation and it was noted that pericardial effusion was also slightly increased. A septal puncture was performed by the pullback method from the superior vena cava to the inferior vena cava using an sl-0 sheath in the superior side near the middle of the fossa and in the posterior direction (direction away from the aorta). There was more reluctance than usual to advance sl-0 to left atrium and to pass the catheter into the left atrium. The procedure was completed without replacing the device. There were no major changes in vital signs, and the patient was followed up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.